Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred and that multiple cartridges were damaged at the canister. There was no adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin therapy.